Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator had migrated into the patient's armpit. The device was revised successfully. No additional information was available.